Event description:
Patient reported to suddently be unresponsive to the drug about 2 weeks post implant of the infusion system. X-ray revealed that the intraspinal catheter was broken. Infusion was being administered subcutaneously. The distal portion of the catheter was "residing completely within the spinal canal." The catheter ws replaced was replaced and the fragment was not retreived.